Event description:
A patient reported experiencing inaccurate low results with a one touch basic meter. The patient's blood glucose results were 73 versus the labs 108 mg/dl. Tests were done 11-20 minutes apart. Patient did not experience any adverse event. No further information has been reported.